Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The battery icon showed that the battery was partially depleted with a new battery in the battery tube. The insulin pump had an intermittent blank display due to a corroded battery tube. No motor error alarm could be confirmed due to a blank display. The insulin pump had cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube lip. The motor passed the motor test.

Event description:
Customer called to report insulin pump alarmed for motor error and froze. The motor error alarm also occured 2 to 3 days ago. Blood glucose reading was 180 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.